Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed with the exception of the distal. Visual analysis showed the lead was returned with the helix fully retracted, and the distal conductor distorted and fractured within the connector. Excessive turns retracting the helix damaged the distal conductor within the connector. Damage at implant was noted.

Event description:
It was reported, during an implant procedure, the helix was unable to extend/advance. Consequently, this lead was not implanted. No patient complications have been reported as a result of this event.